Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the male external catheters had too much glue.

Event description:
It was reported that the male external catheters had too much glue.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. . A potential root cause for this failure could be "viscometer failure or mechanical failure ". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "apply a warm wet compress (such as a wet washcloth) around the catheter to help loosen the adhesive". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.